Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with elevated defibrillation impedance on the implantable cardioverter defibrillator. Upon review, this was solely a diagnostics anomaly. No intervention was performed. The patient was stable.